Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Invalid femur model, froze in the middle of bone preparation. Tka; surgical delay yes, 50 minutes patient was under anesthesia.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: an event regarding a software freeze during bone preparation during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 538 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding software freeze during bone preparation. There were no other similar reported events for the listed catalog number. Conclusion: product inspection could not be completed because session files were not provided after three communications to the mp.

Event description:
Invalid femur model, froze in the middle of bone preparation. Tka surgical delay yes, 50 minutes patient was under anesthesia.